Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure on an unknown date. Following the procedure, the patient reported the device left her with chronic pain in the pelvic area. The device was placed in wrong position and too tight. The patient underwent removal of the device on (B)(6) 2017. No additional information was available.